Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated insulin pump was exposed to a high magnetic field. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, selftest, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 alarm or magnetic field exposure noted. Motor was tested outside device and passed.(B)(4).